Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying a battery indicator when attempting to test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately 3 weeks ago (exact date/time unknown). The patient reportedly manages her diabetes with novolog insulin and is a self adjuster and denied making any changes to her usual diabetes management routine in response to the alleged issue. On (B)(6) 2013 she claimed she developed symptoms of "nausea, shaking, sweating, confusion and thirst." She reportedly self-treated with 40 units of novolog insulin that same morning at 7am. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did not need replacing based on the use of meter. The issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.